Event description:
It was reported that, "partial rupture of the cuff at the point of insertion on the tube occurred 27 days after intubation. The patient was subsequently reintubated with a new tube. Confirmed consequences: respiratory distress requiring reintubation. No long-term clinical consequences for the patient". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.